Manufacturer narrative:
The subject device was not returned to omsc for evaluation, therefore omsc could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the reprocessing with the subject device the error occurred. The field service engineer checked the subject device on-site and found that the water filter had been used for one and half months even though a water filter should be replaced every month. There was no patient injury associated with this report.